Event description:
It was reported that a health care professional (hcp) was attempting to connect with this cardiac resynchronization therapy pacemaker (crt-p) but could not as they thought the device was non-functional. The device was interrogated. It was discovered that the device went into safety mode. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This crt-p was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that a health care professional (hcp) was attempting to connect with this cardiac resynchronization therapy pacemaker (crt-p) but could not as they thought the device was non-functional. The device was interrogated. It was discovered that the device went into safety mode. The device was explanted and replaced. No additional adverse patient effects were reported.